Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05973. It was reported the patient had high impedances on one of it's leads. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Therapy was restored. It is unknown which lead was replaced therefore both leads are being reported.

Manufacturer narrative:
Date of the event is estimated.